Event description:
Customer reports low blood glucose symptoms with result of 73 mg/dl obtained on the advantage system while using expired test strips. Customer was taken to the hospital by paramedics approximately 30 or 40 minutes later. Customer was given juice and low blood glucose symptoms improved and he was released from the hospital later that day. Customer does not recall results obtained on professional device. Requested return of suspect device and replacement was sent.